Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. (B)(4).

Event description:
(B)(6) hosp had an issue with the fiber-optic catheter. The customer vaguely described that the fiber-optic catheter wasn't working prior to use on the patient. They placed another catheter and there were no reports of complications at this time. It was reported that the patient was diminishing quickly. The initial attempt to start balloon pump therapy with a 40cc sensation balloon failed as the balloon would not inflate or read any pressures. He attempted to troubleshoot this catheter for 15 minutes. He then removed that iab and placed another iab catheter successfully. The patient had coded multiple times through this episode and eventually expired. The customer is not attributing the patient's death to the device.